Manufacturer narrative:
Unknown/ asked but not available. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted; therefore, it was not explanted. Other 81: the device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded inserter split upon injection of lens into patient's left eye. Additional information received revealed that it was the tip that split. The lens was partially inserted, however, was removed and replaced with another lens of same model. No other intervention was required. No other information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: apr 14, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the simplicity was received with the plunger rod fully advanced, the external assembly was inspected and no assembly issues were identified. A cartridge tip crack and a stretch mark that deformed the shape of the cartridge tip were observed. Visual inspection of the intraocular lens (iol) revealed that the lens was received coated in viscoelastic residue. The lens was cleaned; no issues were identified. Conclusion: the reported complaint issue could be identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.